Event description:
Customer reported having trouble with high blood glucose and thinks it might be due to air bubbles. Customer does not recall blood glucose at the time of event. Current blood glucose was 200 mg/dl. Air bubbles were located in the reservoir and tubing. Bubbles were the size of champagne, soda, and large bubbles. Customer stated the device was not rewound with reservoir in place. Customer all ready changed the reservoir and infusion set. Customer stated she does store the insulin in her fridge but leaves out for a couple hours prior to using. No leaks. Customer was advised to how to properly purge air bubbles out of reservoir and infusion set. Customer was advised to monitor the device and call back if issues persisted. Customer stated her blood glucose was 400 to 500 mg/dl when she used a bad batch of novolog insulin. Customer declined troubleshooting for high blood glucose. Customer stated the drive support cap was recessed. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.